Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895235 and gd895417 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment with vancomycin (intraperitoneally (ip), dose and frequency not reported) was commenced for the peritonitis and was reported to be ongoing. The patient was later retrained on proper aseptic technique. The pd therapy was ongoing. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 2 of 2 for this peritonitis event.

Manufacturer narrative:
(B)(4).per the additional information it was determined that the events of use error-breach in aseptic technique and peritonitis were being addressed in report number: 1416980-2013-32376. All investigation activities will be captured under report 1416980-2013-32376.